Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown synthes plate: cmf/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: jeffrey h. Lee, m.d., leonard b. Kaban, m.d., d.m.d., and michael j. Yaremchuk, m.d., refining post¿orthognathic surgery facial contour with computer-designed/computer-manufactured alloplastic implants, plastic and reconstructive surgery (2018) 142(3), pages 747-755 (united states of america). The purpose of this retrospective study is to describe the use of implants produced by means of computer-aided design/computer-aided manufacturing to refine facial contour and balance after orthognathic surgery. Between 2009 and 2016, with 21 patients participated, wherein 6 patients treated with an unknown synthes plate cmf, that is produced by means of computer-aided design/computer-aided. The average follow-up was 2 years (range, 1 to 7 years). The following complications were reported as follow: 1 patient had a postoperative infection which led to implant removal this report is for an unknown synthes plate: cmf. This is report 1 of 2 for (B)(4).